Event description:
It was reported that the device alarmed due to high pacing impedances on the left ventricular (lv) lead. A fracture was observed on the lv lead. The lv lead is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.